Event description:
The pt underwent successful balloon assisted embolization of a right posterior communicating artery aneurysm. Post procedure the pt suffered a stroke with signs of posterior cerebral artery ischemia.

Manufacturer narrative:
No alleged malfunction or nonconformance of the device.